Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's screen froze. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The device's system pcb was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker further evaluated the device's system pcb and found it be functional when tested.

Event description:
The customer contacted stryker to report that their device's screen froze. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.